Event description:
It was reported the patient was admitted for a right leg angioplasty. A downhill puncture was performed and the angioplasty was completed with no complication. A pre-deployment femoral angiogram was performed and the angio-seal was deployed per the instructions for use (IFU). Hemostasis was not achieved, so the suture was not cut. Manual compression was applied. Bleeding continued and manual compression was maintained while the physician punctured the left groin. A femoral angiogram revealed an occlusion of the right common femoral artery. Allegedly, collagen was seen in the artery. A vascular surgeon assisted and pulled at the angio-seal until the device was retrieved from the patient's groin. A balloon angioplasty was performed on the right common femoral artery; the balloon remained inflated for 5 minutes and hemostasis was achieved. The patient remained overnight for observation and was discharged home the next day. The patient is recovering.

Manufacturer narrative:
Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. One each of the following 6f angio-seal sts plus components was received for evaluation: hemostasis sheath and carrier tube assembly. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear-lock position. A blood-like substance was seen on the returned components. The device was rinsed with water. A 6.50" length of suture exited the sheath distal end (sheath tip to proximal end of knot). Both the clear and black heat shrink tubing were visible on the suture (6.14" to 6.54", and 3.65" to 3.93" from the knot, respectively), along with the tamper tube, knot, and collagen. The knot was tightly wound, and the collagen was tightly secured by the suture. The integrity of the suture loop could not be confirmed prior to collagen removal. The anchor was not returned. It was also noted that the distal end of both the black and clear heat shrink tubing had been damaged, consistent with forcible contact. The sheath tubing was kinked 3.10" from the distal tip. The tamper tube was curved, and had a sharp bend 1.30" from its distal end. Measured dimension between the distal end of the clear heat shrink and the distal end of the black heat shrink: 2.49". The measured dimension indicates that the distance between the clear and black heat shrink tubing increased a minimum of 0.89" relative to the manufactured locations. The aforementioned damage (clear heat shrink, sheath, and tamper tube) and dimensional measurement was consistent with partial tamper tube restraint and subsequent movement of the clear heat shrink. Tamper tube measured length: 3.50"; the measured dimension was within specification. The knot and collagen were soaked in water. The collagen was removed from the knot and the integrity of the suture loop confirmed. Internal corrective actions were implemented to address anchor detachment confirmed when returned product analysis reveals the suture loop intact. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device of vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. The IFU caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.